Event description:
22g 0.75 inch saf-t-intima intravenous saline lock inserted in arm of pt without difficulty. The next day rn attempted to access lock for medication administration and noted that plastic tip of device, beyond butterfly, was missing. IV site dressing intact; pt denies any manipulation of catheter or accidental damage. Unable to locate plastic tip by visual exam or palpation of arm. Subsequent cxr, kidneys, ureters, bladder (abdominal x-ray) negative for device.